Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, the patient experienced a loss of connection between smart device and transmitter. Dexcom representative advised the patient's mother remove another bluetooth device from the room, had her forget the device in bluetooth settings, turn off/on bluetooth, remove and reinstall the g5 application, and then enter the transmitter ID manually. Transmitter was able to pair but then almost immediately device messaged "transmitter not found." Had pts mother re-enter transmitter ID and was able to pair but again messaged "transmitter not found." The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed on 01/06/2016 and could confirm the reported loss of connection. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. The reported event of a loss of connection was confirmed. The root cause was determined to be a defective transmitter.